Event description:
Description: provider (resident) was trying to prescribe enoxaparin (lovenox) injection 100 mg/ml as an outpatient prescription for a (B)(6) male pediatric pt (5 mg bid) discharging from the hospital. The outpatient pharmacy told her that it will be dispensed in the lovenox vial with an insulin syringe. I advised the provider to change the insulin u-100 syringe to volumetric (tb) syringe. The provider told me that this was common practice for this op pharmacy. I explained to her that there is a potential for the error but she did not change her mind. I am concerned that outpatient pharmacies dispense meditation with insulin syringes to measure minuscule amounts especially for pediatric pts. My worry is that the concentration can change and the pt can be either under or over dosed. Severity: circumstances or events have capacity to cause error. (B)(4).